Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and unable to find any issues or leaks with unit. Unit services completed. Fse completed full pm, calibration, safety, and functionality checks per the service manual and passed to factory specifications. Unit returned for clinical service upon completion.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump is leaking from the helium and or has a sensor reading issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump is leaking from the helium and or has a sensor reading issue.